Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the revolutions per minute (rpm) would fluctuate on its own after operating for approximately 30 minutes. The motor would also briefly hesitate throughout the evaluation. The motor is the suspected component causing the reported issues. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue was observed during routine testing at the manufacturer's subsidiary's service center.

Manufacturer narrative:
Updated blocks: b5, d10, and h3. H3: 81 evaluation is in progress, but not yet concluded.

Event description:
It was reported that the rotation of the roller pump was unstable at around 200 revolutions per minute (rpm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.